Manufacturer narrative:
H.6. Investigation summary: bd received 2 photos from the customer for investigation. Visual examination of the photos revealed poor barrier separation. In addition, 51 retention samples were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of february 2024. At this time, further testing is not indicated. If complaints for sample quality reach an action level, additional testing may be required. The device history records were reviewed with no issues identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for poor barrier separation. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during use with the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, there was poor barrier separation of samples. 60 tubes were affected. There was no report of patient impact.

Manufacturer narrative:
E1. Initial reporter first name: (B)(6). Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, there was poor barrier separation of samples. 60 tubes were affected. There was no report of patient impact.